Manufacturer narrative:
Although this product is not sold in the u.s this event is being reported under regulation 21 cfr part 803 as it involves a similar device to a PMA approved device sold in the us under # p070014. The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that after placement of the vascular stent across a cephalic vein anastomosis, some fractures were notices at the apex fo the curve of the stent. Upon removal of the delivery system, a damage of the tip of the delivery system was noted. The procedure was completed with good result. No patient injury was reported.